Manufacturer narrative:
Continuation of d10: 5086mri45 lead was implanted on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and tremors. It was also reported that the right ventricular (rv) lead exhibited occasionally undersensing resulting in inappropriate pacing along with high thresholds possibly resulting in loss of capture. Increasing short v-v interval counts were noted on sensing integrity counter (sic). Far field r-wave (ffrw) oversensing was noted on right atrial (ra) lead on stored electrograms (egm) that does not appear to be true atrial tachycardia/atrial fibrillation (at/af) event. The rv lead was explanted and replaced. Ra lead remains in use. No further patient complications have been reported as a result of this event.